Event description:
Reporter alleged discrepant back to back comparisons on the advantage system of 401 mg/dl versus 76 mg/dl and 386 mg/dl versus 129 mg/dl when testing was performed 10 minutes apart. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: comfort curve test strip lot number 549616 with an expiration date of 04-30-08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.